Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold and loss of capture. The lead was explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of high capture threshold and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection found no anomalies except for procedural damage. X-ray examination and electrical testing were normal.